Manufacturer narrative:
Additional information: d10, h6, h10. One cadd duodopa pump was returned for evaluation. The investigation unable to confirm customer problem, due to no problem found with the pump during investigation. According to the investigation the pump delivery accuracy tests were performed, and the pump was found to be delivering properly within specification. Furthermore, the pump passed all tests and found to be operating properly. No product fault found.

Event description:
Information was received that a nurse home visited. The pump was replaced for improper administration of the drug. No adverse patient effects were reported.